Event description:
There was no problem with the applier when the clip was loaded. However, the user was unable to ligate the clip in the abdominal cavity, so that he/she replaced the applier with a new one to complete the surgery. On checking the applier later, the jaws were found misaligned. The applier was purchased by the hospital within 1 year.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
There was no problem with the applier when the clip was loaded. However, the user was unable to ligate the clip in the abdominal cavity, so that he/she replaced the applier with a new one to complete the surgery. On checking the applier later, the jaws were found misaligned. The applier was purchased by the hospital within 1 year.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in june of 2020. Evaluation of the returned instrument shows that the tips are slightly loose and misaligned in the closed position and the knob rotation and handle to jaw mechanisms are dry and sluggish feeling and in need of proper lubrication. We are able to validate this complaint. We are unable to determine what caused the jaws to be slightly loose and misaligned and for the mechanisms to be dry and sluggish feeling but lack of proper lubrication and mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
There was no problem with the applier when the clip was loaded. However, the user was unable to ligate the clip in the abdominal cavity, so that he/she replaced the applier with a new one to complete the surgery. On checking the applier later, the jaws were found misaligned. The applier was purchased by the hospital within 1 year.